Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a pre-operative thoracic aortic dissection approximately three weeks ago. A right carotid artery to subclavian artery bypass was performed prior to the stent graft placement. The patient has an aberrant right subclavian artery. The vessels were frail and calcified. The imaging catheter was inserted through the patient's left arm for imaging; however, the left auxiliary artery was dissected. The decision was made not to treat the dissection in the arm. It was reported that the proximal landing zone was approximately 1.7cm in length. The physician implanted the stent graft up to the left common carotid artery and deployed the stent graft. The physician was unable to get the c-arm angled enough to see if the stent graft was correctly implanted. On the final run the false lumen flow was greatly diminished. At this point the decision was made to stop the procedure for the day. It was reported that one day post implant the patient lost pulse in the left arm. A CT demonstrated that she had a dissection in the arm and the graft was not at the left carotid artery. The physician planned to implant a proximal extension later that day. At the time of the procedure the patient refused treatment and the procedure was cancelled. The patient presented with shortness of breath at the nursing home and has some nausea and vomiting two weeks post implant. The patient was taken to a hospital and had a CT scan. The scan was dictated as a type a dissection and was taken to the implanting facility the next day. The plan was to do a full arch debranch and place a stent graft antegrade. The CT scan was reviewed and it was determined that there was hematoma around the ascending arch and not a type a dissection. The false lumen had clotted off with just a faint leak proximally. A valiant stent graft was implanted from the right groin and extended to the left carotid. The completion angiogram showed no endoleaks into the false lumen with the stent graft placed at the origin of the left carotid. The patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection); patient's condition affected effectiveness of device (pre-operatively dissected thoracic aorta, frail and calcified vessels); incorrect technique/procedure (treatment of a pre-operatively dissected thoracic aorta). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively dissected thoracic aorta, frail and calcified vessels); operational context contributed to event (treatment of a pre-operatively dissected thoracic aorta).